Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication, customer reported that the water samples resulted positive due to improper sampling, without duly following the IFU. Tests will be performed on new samples, in order to definitively exclude contamination. If any additional information is received, a follow up report will be submitted.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched to the customer and spoke to the chief of perfusion. According to customer, the result might be a false positive and that test have been sent to see if it is actually contaminated. Customer said they may have used old tubing when they retrieved first samples. Additionally, customer has received the results for the bacteria from this second test and it came back negative and now is waiting on the ntm results (which can take up to a month). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler resulted positive to test. There was no report of any patient injury.

Manufacturer narrative:
H11. Through follow-up communications with livanova¿s clinical specialist, it was acknowledged that new water sample testing performed in accordance with the instructions for use yielded negative results. Considering all the investigations findings, the event has been re-assessed as non-reportable, as no malfunction occurred: the initial bacteria positive result was attributed to user error during the water sampling. Livanova will keep monitoring the market.

Event description:
See initial report.